Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of a fault code and lack of rate sensing and shocking electrograms. During the invasive procedure, the terminal end of the rate sensing lead (model 0125-222569) was found to be damaged. A new rate sensing lead was implanted.